Manufacturer narrative:
Device information references the main component of the system.

Event description:
A patient reported they were getting poor communication with their patient programmer. They were not feeling any stimulation and experiencing a return of symptoms. They tried to use the patient programmer but kept getting the poor communication screen. The patient was recently implanted on (B)(6) 2016, the week prior to the report, and still had swelling and bandages present. It was recommended that the patient try again after the swelling goes down and bandages are removed. The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.